Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella assisted percutaneous coronary intervention (pci) procedure. Reportedly, a cuff miss occurred with the first prostyle device that was attempted. An attempt was made with a second prostyle device; however, the suture came out of the vessel when harvesting the suture during suture retrieval. An attempt was made with a third prostyle device; however a cuff miss occurred and additionally, the device came off the guide wire and vessel access was lost. As a result, the pci procedure was not performed. Hemostasis was achieved with manual arterial compression. There was a reported clinically significant delay due to the issues with the prostyle device that lost vessel access. The patient was brought back to the cath lab the next day to perform the pci interventional procedure. The patient required an additional day of hospitalization due to the issues with the prostyle device during the initial procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information provided, it appears that the device and guide wire were inadvertently pulled out such that vessel access was lost. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.